Event description:
The customer reported that the device drains battery quickly/power interupted message when powered on. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Pr#: (B)(4).